Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The qe review date was unintentionally omitted from the previous report that included the complaint investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported via a medwatch report, during a procedure involving an abdominal aortogram, balloon angioplasty, and placement of a stent within the left superficial femoral and popliteal arteries, a flexor balkin guiding sheath separated at the hub upon removal of the device at the end of the procedure. All portions of the device were removed from the patient, using fluoroscopy. Additional event details have been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional information: d9. H3: complaint device was not returned to manufacturer for physical investigation. Event summary: as reported via a medwatch report, during a procedure involving an abdominal aortogram, balloon angioplasty, and placement of a stent within the left superficial femoral and popliteal arteries, a flexor balkin guiding sheath separated at the hub upon removal of the device at the end of the procedure. All portions of the device were removed from the patient, using fluoroscopy. Multiple attempts for additional information to the customer have been made with no response. At this time, the complaint will be completed on the given information. If additional information is received, the file will be updated at that time. Investigation - evaluation. A document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A database search for complaints on the reported lot found one additional complaint, but it is not relevant to this failure mode. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "warnings¿: if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal. ¿precautions¿: in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath. All interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage. ¿instructions for use sheath introduction¿: 1. Ensure that the inner diameter (ID) of the sheath is appropriate for the maximum diameter of the instruments to be introduced. 2. Using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline. 3. Flush the dilator with heparinized saline. ¿how supplied¿: upon removal from package, inspect the product to ensure no damage has occurred." Cook has concluded a component failure contributed to this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.